Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp3a.251105.015. Hardware: pixel 8 pro. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient sought medical attention due to hyperglycaemia and an infection at the infusion site (arm) after wearing the pod between 36 and 48 hours. The patient¿s blood glucose levels rose above 500mg/dl and they report seeing redness and thickening under the skin at the infusion site. The patient contacted a healthcare professional by phone who confirmed that the patient had abscesses and prescribed an unspecified antibiotic. The patient also administered insulin via injection. The patient reported that they believed that the abscess stopped the cannula from inserting into the skin properly.